Manufacturer narrative:
Pump had cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, reservoir tube lip completely broken off, minor scratched and cracked display window, and stained address/serial number label.

Event description:
The customer reported via phone call that the reservoir attachment part was broken. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.